Event description:
It was reported that the asymptomatic patient had presented in clinic for a follow-up. It was noted on an x-ray that the right ventricular lead had dislodged. On (B)(6) 2017, the lead was removed and replaced. The patient was stable following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.